Event description:
It was reported that the patient was straining to pick something up and they heard a ¿pop¿. The patient began to experience a headache, a decrease in pain control, and a pooling of fluid at the pocket site within 48 hours of hearing the pop. A migration/dislodgement of the catheter tip was reported. A new catheter spinal segment was inserted and connected to the existing pump segment. The old spinal segment was removed, and the trimmed catheter portions were discarded in the hospital biohazard container. The patient¿s status at the time of the report was alive and without injury. The medication used within the system was hydromorphone and bupivacaine. A representative later reported the patient experienced a return of symptoms. They noted that the ¿pop¿ occurred on (B)(6) 2013 and they developed a loss of efficacy the following day. On (B)(6) 2013 the representative was contacted by the patient¿s wife who stated there was swelling at the lumbar site. On (B)(6) 2013 they were going to do a catheter revision. The representative stated that a bridge bolus was now running (as of (B)(6) 2013). The healthcare provider decided to disable the patient¿s ptm until their follow-up appointment next week. The flow rates were unchanged so ¿they were not going to complete the remaining bridge bolus due to that¿. They knew the patient would have 110 hours of morphine sulfate and then they will be receiving morphine sulfate and bupivacaine. The representative stated the doctor revised the intrathecal catheter with 20 cm removed from the existing catheter and a new 24 cm piece added to the existing catheter. The 24 cm distal segment had no drug and was to be primed with 0.0528 ml. The patient would be staying in the hospital overnight to be monitored.

Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4).